Event description:
Reporter stated the check button on the infusion device does not function. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the check button are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The functionality of the check button was tested successfully.